Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.6 investigation summary: material #: 364314. Lot/batch #: 2130908. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that the arterial blood gas needle was loose (the blood collection device was tightened before drawing blood), and the patient's arterial blood gushed out and polluted the nurse's left hand. The following information was provided by the initial reporter at around 22:45 on (B)(6) 2023, when collecting arterial blood gas for emergency patients in the ward, the arterial blood gas needle was loose (the blood collection device was tightened before drawing blood), and the patient's arterial blood gushed out and polluted the nurse's left hand. The thumb is contaminated. When the right hand twists the blood gas needle cover, it may be contaminated by blood to the wound on the right hand (the wound on the right hand is a new wound that was cut at 20:00 on (B)(6)2023). After tightening the cover, return to the back of the nurse's station immediately. Rinse under running water (about 22:50), and disinfect with povidone iodine after rinsing.